Event description:
It was reported that the micro sagittal saw heated up and had metal shavings coming out of the device. No additional information was provided by the user facility upon follow-up.

Manufacturer narrative:
Upon disassembly for visual inspection the boot was missing.